Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced both high and low blood glucose. The customer performed the high-pressure test and the insulin pump passed. The customer stated that her doctor had increased her basal but then they had a few low blood glucoses. The customer had experienced a low blood glucose level of 47 mg/dl. The customer also reported that they had a high blood glucose level of 424 mg/dl. The customer¿s blood glucose level went to the point where her meter could not read it, which was over 600 mg/dl. The customer had changed her set and their blood glucose leveled out and went to normal. The customer stated she would treat her low blood glucose with glucose tablets and food. The device will not be returned for analysis.